Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was unresponsive. The customer's blood glucose level ranged from 266 to over 550 mg/dl. The customer delivered a bolus via the pump. The customer connected the pump to a power source to charge and the pump turned on. The customer resumed insulin delivery.